Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. It was also reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/10/2017 with the following findings: during investigation, the ok keypad button was found to be unresponsive. All other keypad buttons were found to be responding appropriately. There was no evidence of damage to the keypad. The keypad was removed and no defects were found with the keypad button contacts. Moisture was observed behind the display lens. The pump cover was opened and moisture contamination was observed on the transceiver board and keypad flex cable/connector. A leak test was performed and a leak was identified at a crack in the base of the pump casing. The battery compartment was found to be cracked. The keypad button unresponsiveness issue was found to be caused by internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.